Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a "rupture event." Later physician reported with ultrasound and MRI reports that patient " experienced the events of ¿rupture¿ and ¿pain and edema." Ultrasound showed ¿right prosthesis with irregular shape and contours", ¿rupture of right side breast device¿, ¿right implant shows a large amount of heterogeneous peri capsular fluid, associated with the uptake of this fibrous capsule, " an inflammatory process correlated with clinical and laboratory data.¿ the device has been explanted.